Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode had previously exhibited noise with oversensing which resulted in inappropriate shocks. Troubleshooting had been performed and the noise could not be recreated. The vector had been reprogrammed from secondary to primary however an inappropriate shock was again delivered. An invasive procedure was performed. Difficulty was experienced removing the electrode, however it was able to be successfully removed. The device was also successfully explanted. A new system has not yet been implanted. No additional adverse patient effects were reported.